Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact admiral balloon was used to treat the left popliteal. Dissection was reported. 7 weeks post index procedure the patient suffered thrombosis at the vessel wall of popliteal a. The patient was treated with medication and pta of the target lesion. The event was resolved. The investigator assessed the event as not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
The sponsor assessed the event as having a causal relationship to the target vessel and the target lesion. If information is provided in the future, a supplemental report will be issued.